Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4) device evaluation: result - thirty one customer returned samples were received for evaluation. The samples were hand activated to evaluate defective locking of the safety shield. The safety shields were rotated backward with ease with no IV shield lift identified. The safety shields were then engaged over the IV needles. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shields from the body of the units were identified. A review of the device history record was completed for the reported lot number. The product was manufactured at the bd (B)(4) site july 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusion - bd was unable to duplicate or confirm the customer¿s indicated failure mode with the samples provided. An absolute root cause for this incident cannot be determined.

Event description:
The customer reports the safety shield on the suspect device is flimsy and has fallen off during the act of covering the needle, leaving the needle exposed. This has occurred several times and has resulted in one needle stick injury.